Manufacturer narrative:
(B)(4).

Event description:
It was reported that during an unknown procedure, no staple deployed after firing. The crunch was clearly heard and the washer and tissue were completely cut. The surgeon used hand sewing to complete the procedure. No adverse event on the patient. The surgeon tried to fire the device again after the procedure and all the staples were came out at this time.

Manufacturer narrative:
(B)(4). Additional information: the analysis results found that the pph03 device arrived in good visual condition. The breakaway washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. A batch record review was performed and the batch had no anomalies noted during the manufacturing process.